Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was dim, faded, discolored. The reporter indicated that the pump display screen could no longer be read safely related to the issue. The reporter confirmed that there was no noted moisture ingress associated with this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump display screen was noted to be dim and discolored with a reddish tint. Unrelated to the complaint, the battery compartment was observed to be cracked; the returned battery cap was able to be attached successfully to the pump for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.